Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -5.5/1.5/125 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a shorter length lens due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.